Event description:
The customer reported to customer service that the adapter sparked and she sees exposed wires. The customer also stated that there were no injuries or flames.

Manufacturer narrative:
A replacement transformer was sent to the customer. In f/u with the customer she stated that the transformer sparked where the wires were exposed. Now the transformer won't work. No injury. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.